Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that a patient had "picked at the site" and it became infected. Both the patient's vns lead and generator were explanted due to the infection. Reviews of the device history record for both the lead and generator indicated that both had been properly sterilized to specification prior to release for distribution. No further relevant information has been received to date.